Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead became dislodged and entered the right ventricle. It was noted that there was difficulty attempting to extract the ra lead, as the helix would extend when the pulling on the lead. The ra lead was removed with the helix extended as a result. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead became dislodged and entered the right ventricle and began pacing the ventricle. It was noted that there was difficulty attempting to extract the ra lead, as the helix would extend when the pulling on the lead. The ra lead was removed with the helix extended as a result. The ra lead was replaced. No patient complications have been reported as a result of this event.